Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported on june 8, 2016 the consumer underwent surgery to have removal and revision of the implantable neurostimulator (ins) and leads. The pre. And post-op diagnosis for this procedure was post-laminectomy syndrome and incipient pouch disruption in the right buttocks. During explant ¿there was no frank evidence of infection, but there was a mild amount of induration in the base of the pouch upon inspection¿ with a ¿small fistula¿ noted to have developed at the most inferior end of the pouch through the skin. The leads were then ¿elevated, cleaned with double-antibiotic solution, and dried. They were each placed within a new sterile isolating boot and secured both proximally and distally, therefore isolating the same from the contents of the pouch. The pouch was then widened to ¿allow the free ends of the stimulator leads to be buried within same and therefore separated from the pouch itself. A small penrose drain was fed through the hole in the most inferior end of the pouch and secured.¿ following this the tissues were closed and the skin was covered with a dressing, and the consumer was to follow-up in three days for removal of the drain. It was noted the consumer had a new stimulator placed on (B)(6) 2016. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.